Event description:
Pt was at the end of a 15 minute electrical stimulation treatment with interferential current when another piece of equipment was plugged into the same set of outlets. Pt reported feeling a jolt into the left shoulder and down the left side of her body with increased ache in the left shoulder. The electrode side of antero-lateral left shoulder was slightly reddened but not much different than normal. Pt is now being treated for staph infection in about a 7" area surrounding the burn site. Of note, the surge suppressor was used at this outlet.